Event description:
Report received indicated that two stents were occluded and bleeding from the puncture site was present. Per the procedural physician, the events were possible related to both the device and the procedure. The patient was enrolled in the study, where two stents were implanted in the left superficial femoral artery (sfa). Percutaneous access was made through the ipsilateral side. This was a de novo type lesion. The vessel anatomy at the lesion site was straight and calcified. Lesion location is 10.2cm above the superior edge of the patella. Total lesion length was 140mm of which 70mm was occluded. Lesion was predilated. Percentage stenosis before procedure was 50% and after stent placement and post-dilation was still 50% (this is for 30mm, segment of stented area only). Two smart stents (7x80mm and 6x100mm) were placed in the mid and distal left sfa. There was prolonged (1 extra day) hospitalization due to bleeding at puncture site. The hematoma was treated and resolved by converting heparin from intravenous to low-molecular-weight heparin and issue was resolved. A 24hrs post procedure ultrasound was performed where it demonstrated that both stents were severely occluded. There was no action taken.

Manufacturer narrative:
This product remains implanted in the patient and is not available for analysis. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-00933 and 9616099-2007-00934.